Event description:
Nurse opened the tip of saline flush syringe, they noticed "black stuff" (ink?) Around the tip of syringe. Nurse returned the syringe to pharmacy and pulled all floor stock with same lot #. Baxter notified.